Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer simply cleared the alarm to address the issue. Additionally, the pump was left out in the sun when a temperature alarm occurred. Subsequently, a malfunction alarm occurred followed by an unexpected shutdown. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm and temperature alarm issues were verified. Additionally, the alleged unexpected shutdown issue could not be verified. The alleged occlusion alarm was verified in the pump logs, but no failure was identified. The cartridge was not returned.